Event description:
It was reported that there was a disconnection between a minicap extended life transfer set and the titanium adapter which resulted in leak. This occurred after treatment of peritoneal dialysis therapy, when the patient was disconnected from the cycler. The leak was further described as ¿shirt wet¿. The transfer set was replaced; however, the titanium adapter remained in use. The transfer set had been in use for seven (7) days. There was no patient injury; however, the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.